Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported a ballooned silicone segment. The pump alarmed for patient side occlusion during an infusion of ns at 20 ml/hr. The nurse opened the channel of the pump and noted a segment of the tubing was "very swollen and appeared like a bubble." The tubing had been in use since the prior day and a new bag of saline had been hung about 1 hour before the event. There was no report of patient harm and medical intervention. No additional patient or event details were provided by the customer.